Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was identified during completion of weekly maintenance procedures. The leak was described as less than 50 ml of pink liquid, contained inside the analyzer. The customer reported some patient samples had partial vote out instrument generated flags. The customer did not provide any data indicating there were erroneous test results associated with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing personal protective equipment of lab coat, eye protection, and gloves. There were no reports of biohazard exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a quick disconnect fitting (wire marker 7) at the flow cell harness loose and leaking diluent. The fse tightened the loose quick disconnect fitting and verified proper instrument operation and validated the system, all tests passed.